Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedances. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.